Event description:
Upon further review of the file, it was noted that the fossa prosthesis had a fracture. After add'l communication with the surgeon, it was determined that this is a reportable event. The surgeon stated they were unaware of how the fracture occurred.